Manufacturer narrative:
A ge representative evaluated the system and replaced the pc guard isolation board. System operates as intended.

Event description:
Customer reported the system intermittently will not boot up. No pt injury was reported.